Manufacturer narrative:
Method: no device evaluation due to being involved in an accident conclusion: recommended removal and replacement of device as it is not serviceable after incident. There was no product malfunction. This is to document that a patient was injured while on the device as a result of being involved in an automobile accident.

Event description:
It was reported that an ambulance was involved in an accident when it slid on black ice and crashed into an embankment on the highway while transporting a patient to the hospital. It was reported that the ambulance had a total of 5 passengers; two emt's, 2 additional passengers "riders", and 1 patient. The only reported injury occurred to the patient who sustained a potential broken collar bone as a result of being strapped into the ambulance cot. All other emt's and passengers were checked out and had no injuries.